Event description:
The customer reported to olympus, the colonovideoscope would not insufflate. The issue was found during preparation for use of an unknown procedure. The device had been cleaned/disinfected/or sterilized. The device was returned for evaluation. During the device evaluation, the nozzle was clogged, and the air/water (a/w) flow was intermittent. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer allegation was confirmed. After removing nozzle, the air/water flow was okay. Additional non-reportable malfunctions was found during evaluation were as follows: leaking from bending section cover (a-rubber) glue, switch 1 (sw1) had a cut, right/left (rl) control knob movement was loose with minor play, the distal end plastic cover had a chip and scratches, the objective lens (ob lens) had tiny chips, light guide (lg) lens had tiny chips, a-rubber glue had a crack, and low angulation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown if reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged air/water channel causing the nozzle to be clogged could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.